Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic hepatectomy. Event description: this is a complaint from the hospital. The double duck bill came off when the seal was removed. No patient injury or illness associated with this event. Replaced with a hospital inventory, and the procedure was completed. The investigation report has been not requested by the hospital. This event unit will be returned. Additional information provided by applied medical representative via email on 03dec2025: the duckbill was not fragmented and it fell on the surgeon's hand not inside of the abdominal cavity. Intervention: replaced with a new one, and the surgery was completed. Patient status: no patient injury or illness associated with this event.

Event description:
Procedure performed: laparoscopic hepatectomy. Event description: this is a complaint from the hospital; the double duck bill came off when the seal was removed. No patient injury or illness associated with this event. Replaced with a hospital inventory, and the procedure was completed. The investigation report has been not requested by the hospital. This event unit will be returned. Additional information provided by applied medical representative via email on (B)(6) 2025: the duckbill was not fragmented and it fell on the surgeon's hand not inside of the abdominal cavity. Additional information provided by applied medical field implementation personnel via email on 28jan2026: this complaint turned to be npr, the event unit has been disposed. Intervention: replaced with a new one, and the surgery was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.